Event description:
It was reported: this pt underwent a right total knee arthroplasty in 1997. The pt has increasing pain for the past eight months. X-ray shows polyethylene wear on the medial side. The pt was admitted to this facility for a revision of the right total knee arthroplasty. The tibial insert was removed and replaced.